Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of greater than 400 (mg/dl) on (B)(6) 2016. While in the ER, customer was treated with insulin injections. Customer was released a few hours later with a bg level around 140 (mg/dl) and described their condition as stable.